Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# 0206101032, implanted: 2012-(B)(6)explanted: 2017-(B)(6), product type lead. Product ID 3387-40, lot# 0206101030, implanted: 2012-(B)(6), explanted: 2017-(B)(6), product type lead. Product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2017-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2017-(B)(6), product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had an infection, which occurred during normal use. It was a system infection, the infection progressed to the leads and all system components were removed. No external factors noted to have led to the event. No diagnostics/troubleshooting was noted. The issue was noted as resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3387-40 lot# 0206101032 implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3387-40, lot# 0206101030, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was not explanted on (B)(6) 2017 as it was previously explanted on an unknown date due to an infection and erosion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.